Event description:
As reported, during a laparoscopic abdominal wall hernia repair, while fixating the mesh using sorbafix enhanced, the device made a scraping noise when bent the shaft and tried to tack fastener, the fastener did not come out. It was reported that while dry firing the device two stuck fasteners deployed. It was also reported while trying to fixate three more times the fasteners failed to fixate into the tissue. It was reported there is a possibility gear is broken. The loose fasteners were removed and there was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners failed to fixate. The subject device is being returned however, it has yet to be received for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the sorbafix enhanced device fasteners failed to fixate. The subject device is being returned however, it has yet to be received for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted to document the results of device evaluation. Evaluation of the returned sample finds deformation to the internal gears, which would have contributed to the reported deployment issues. The deformation of the gears is from forces applied while in use. No manufacturing anomalies were found. Updated fields: note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic abdominal wall hernia repair, while fixating the mesh using sorbafix enhanced, the device made a scraping noise when bent the shaft and tried to tack fastener, the fastener did not come out. It was reported that while dry firing the device two stuck fasteners deployed. It was also reported while trying to fixate three more times the fasteners failed to fixate into the tissue. It was reported there is a possibility gear is broken. The loose fasteners were removed and there was no patient injury.